Event description:
Event description guidant received information that this ventricular lead was explanted after noise was observed, which caused oversensing with pacing inhibition. No adverse patient effects were observed. It was noted that the physician felt that this was due to lead placement and not a lead product performance issue.